Event description:
It was reported that the patient¿s pump was replaced on (B)(6) 2014 and the existing sc was intact and reconnected to the new pump. The surgeon was checking placement by twisting connector and pulling on connector to verify connection to pump. The hcp also aspirated from the cap and was able to get csf. Sometime after this replacement the patient started to experience headache, pain and swelling at the pump site. When the pocket was opened, the sc was partially disconnected from the pump. The location of the catheter issue was the pump connector. The actions required as a result of the event included a revision. The sc connector was partially disconnected from the pump allowing csf leak in pocket. It was later reported that the sc connector slipped off the pump. The patient¿s health care professional (hcp) ¿thinks the internal rings loose?¿ the sc was removed on (B)(6) 2014 and a new connector was placed on the catheter and connected to pump. It was noted that the product issue was resolved. The cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The location of the issue or symptoms was the device pocket. The patient recovered without sequela and was receiving effective therapy. The pump was used to infuse dilaudid.

Manufacturer narrative:
Analysis of the sc connector found coring-tearing-cuts in seal which met leak criteria.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# l61547, implanted: (B)(6) 1999, product type: catheter. (B)(4).